Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has black screen intermittently. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that device cannot had black screen intermittently. No patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse found the issue was incorrectly reported, no malfunction on cn32669402. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.